Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the cartridge was leaking at the septum. Customer¿s blood glucose (bg) level was reading "high" mg/dl. A manual injection was administered to address bg. Reportedly the customer reverted to manual injections for insulin therapy.